Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The coupler's spring and shaft were jammed causing the coupler's scope mount not to move. The device was repaired and passed all functional tests, all leak tests, and final inspection. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause is likely unexpected stress due to user handling resulting in failure of the cable unit and/or charged coupled device unit, which further results in the absence of images. The IFU contains the following statements regarding device handling: "do not strike the camera head. The camera head may be damaged." "Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device has been returned to the manufacturer but has not yet been evaluated. The investigation is ongoing. A supplemental report will be drafted when additional information becomes available.

Event description:
It was reported that during inspection prior to a procedure, the image would not appear on the hd autoclavable camera head. The ancillary equipment was inspected prior to the procedure by turning on the power switch for the video monitor, the video system, and the light source. The procedure was completed with another camera head. There was no consequence or impact to the patient.